Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy procedure, the tip broke off in the patient's joint. The tip was easily retrieved and another suture hook was used to complete the surgery. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: a device evaluation could not be performed because the suture hook was not received at conmed linvatec. The customer reported that both portions of the device were discarded at the facility. A review of product history for the past 2 years showed two other similar events for this failure mode. An investigation is in process for this failure mode.